Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with three different programmers. An out of range telemetry message was received and no beeping tones could be generated with a magnet. The patient received a shock within the past week, and had recently undergone a CT scan. A guidant technical services consultant recommended verifying that the patient still had a guidant device implanted, and if so, replacing the device. The device was implanted for only 14 months, so premature battery depletion is suspected.